Event description:
It was reported that this pacemaker possibly displayed an incorrect estimate of the battery's residual life. It was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.